Event description:
The reporter alleged that during a transperitoneal radical prostatectomy with pelvic lymphadenectomy procedure on (B)(6) 2026, an instrument bedside unit (ibsu) did not detect the needle holder, this happened twice. First time it happened it was recovered quite rapidly but the second time caused a delay in the procedure for around 40 minutes to 1 hour, to allow for testing, change of instruments and trouble shooting. The reporter confirmed that there was no harm to the patient and that there was no clinical impact due to the delay. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. A field service engineer will be inspecting the device, once the investigation is complete a supplemental report will be submitted to FDA with the results.